Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The needle valve was adjusted, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was unable to ventilate as a result of a broken o2 flowmeter. There was no report of patient involvement.